Event description:
It was reported that during a breast biopsy, the device was unable to obtain tissue. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and review completed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was returned with the stylet and cannula in their initial positions {not primed). The sample was not cocked (primed), as the arrows could not be seen in the ready window. Loose particles could be heard moving in the device. There were no visual anomalies noted on the sample. The device was functionally tested by twisting the rotational knob once and the cannula was retracted and locked into place. The rotational knob was than attempted to be rotated again but the cannula would release. Further functional testing could not be performed. The sample was disassembled and the internal components examined. The cannula hub and the tangs were found to be broken. The investigation is confirmed for a break, as the cannula hub and tangs were found to be broken. The investigation is inconclusive for failure to obtain samples, as the device could not be functionally tested due to broken cannula hub and tangs. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.